Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.20ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the patient received less medication than intended. The device was returned to the biomedical department with an unsigned note that stated, "underinfused." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.